Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 28jan2019. International UDI #(B)(4). The manufacturer¿s international service technician could not duplicate the reported touchscreen issue even though the operational check was performed repeatedly. The unit was returned without repair by request.

Event description:
The customer reported that the touch panel was faulty. There was no patient involvement. Event date not specified; estimate used.